Event description:
During a baxter site visit, it was reported that a spectrum infusion pump "stopped infusing during an infusion of vancomycin." It was also reported that this occurred on the med/surg floor, and that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.